Manufacturer narrative:
(B)(4).

Event description:
It was reported that alarm system error 7 went off while in use on a patient. As a result, the intra-aortic balloon pump (iabp) was replaced by a back-up one. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp system error 7 alarm is not able to be confirmed. The iabp's display head is pending replacement. If a part is returned at a later date, a full investigation of the sample will be performed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that alarm system error 7 went off while in use on a patient. As a result, the intra-aortic balloon pump (iabp) was replaced by a back-up one. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.